Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 4 of 7. Customer contacting ortho care to report events of a false negative results issued by the vision system when compared to either the provue analyzer and/or manual gel testing. Customer is in process of validating their ortho vision. The reported events were in conjunction with the accounts validation testing. Sample 1 (waa): sample collected on (B)(6) 2016. Patient is a known positive patient with a history of a warm auto antibody (waa). Initial testing on (B)(6) 2016 was on the provue system where a 1+ reaction was issued to cell#1, cell#2 and 3 were negative. No lot# information provided to ortho care. Sample was frozen until (B)(6) 2017. Event 1-on (B)(6) 2017 the same sample was tested on the vision and a negative result was issued with no visible agglutination in any of the wells. The same sample was then tested on the provue and the provue also issued a negative result with weak agglutination noted to cell#1 (refer to (B)(4)). Event 2-manual testing on the same day was negative. 0.8% surgiscreen lot# vss875 used in testing. Event 3-this same sample was refrigerated and then tested on (B)(6) 2017 to the 0.8% surgiscreen lot# vss880 and the vision again issued a negative result with no visible agglutination in the wells. Same day, same sample was tested on the provue to lot vss880 and cell#2 was issued a ? Result with weak agglutination noted to the cell#2. Manual gel produced weak reactions to all 3 screening cells. Sample 2 (anti-k): sample collected on (B)(6) 2017. Patient is a known positive patient with a history of an anti-k antibody. Event 4-initial testing on (B)(6) 2017 was on the vision system and a negative result was obtained with no visible agglutination in any of the wells. The same sample was testing on the provue which also issued a negative result but weak reactivity was noted to the cell#3 (refer to (B)(4)). Event 5-manual testing of the same sample produced a negative result. Event 6-the same sample was then tested on the vision on (B)(6) 2017 and again the vision produced a negative result with no agglutination noted, provue issued a 1+ reaction to cell#3. No manual testing performed. Testing on (B)(6) 2017 were performed with the 0.8% surgiscreen lot# vss875. This same anti-k sample was then tested on (B)(6) 2017 against the 0.8% surgiscreen lot# vss880 where the vision had issued a ¿?¿ result to cell#1 where weak agglutination was noted. The same sample was then tested on the provue a negative results was obtained with weak agglutination noted to cell# 1 (refer to (B)(4)). Manual testing produced a 1+ reaction to cell#1. Cells#2 and 3 were negative. All described testing performed in the mts anti-igg gel card lot# 041416001-03. Sample 3 (anti-jkb): patient is known to contain anti-jkb that produced a false negative result to cell#3 on the vision. Sample was original tested on (B)(6) 2016 on the provue and a ¿?¿ was noted to cell#3 homozygous jkb (lot# not provided). The same was then frozen and thawed on (B)(6) 2017 and tested on the ortho vision and the provue and a ¿?¿ was noted to cell#3 (lot# vss875). Event 7-the sample again was tested (B)(6) 2017 on the vision and cell#3 produced a negative result. Issue started on: (B)(6) 2017. Methodology used: vision, provue and manual gel. Incubation time (for manual test only): 15 min for manual testing . Pattern observed: vision consistently negative. Reaction grade obtained: negative for vision. Customer was expecting: at least a ¿?¿ or 1+ on vision. Test repeated: yes. Result obtained by repeating: ortho care has confirmed that no incorrect or erroneous results have been reported as a result of this reported concern. All red cells and gel cards have all been confirmed to have normal appearance and have been stored according to their package insert rga issued for the return of the 3 samples in question for further investigation.